Event description:
It was reported that the patient had increased spasticity and did not appear to be getting drug. A computerized tomography was done of the patient's spine which indicated that the catheter tip was intact. The pump and catheter were replaced and returned to the manufacturer for analysis. At the post operative visit in 2008, the patient had much better symptom control. At a refill visit on thirteen days later, the patient 'looked much better'. The patient recovered without sequela. The device system was used to deliver lioresal 2000 mcg/ml at 150 mcg/day.

Manufacturer narrative:
A 66.8 cm proximal piece including the pump connector, a pin connector and 4 cm distal piece, and a distal piece 31.7 cm to the distal tip was returned for analysis. A catheter twist was located from 26.7 cm to 27.4 cm from the distal tip which probably pinched off to the point of occlusion.